Manufacturer narrative:
The device logs were reviewed to confirm the vavd was unable to maintain its setpoint. The faulty unit was returned to spectrum medical where the reported fault was confirmed again; the vavd was unable to maintain setpoint. The vacuum regulator was replaced within the unit and now maintains vavd as expected. The faulty vacuum regulator has been returned to spectrum medical ltd for further investigation.

Event description:
During the set up for a case, the perfusionist tested the vacuum and found it to be not behaving as expected. When the vacuum was set to -20 the reading was bouncing around anywhere from 0 to -12. The perfusionist clamped right under the inlet of the vacuum after setting the vacuum to -20 but the reading was still reading all over the place. The perfusionist increaseed the vaccum to -100 and brought it back down but the reading was still straying.